Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the first inflation with the voyager, the balloon ruptured at 4 atm. Another company's balloon was used to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The lesion treated in this incident was mildly calcified, which could have contributed to damaging the surface of the balloon such that upon inflation the balloon ruptured; however, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.